Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber without clinical consequences to the patient.